Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak at the connection site of the patient line. This occurred during dwell of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.